Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not alerting her when her blood glucose was too high or too low. Her blood glucose was 141mg/dl at the time of reporting. However, she had been as low as 44mg/dl with no alert. Troubleshooting was performed to ensure the device was working properly. No equipment is being returned. No additional information was reported.